Event description:
The clinician reported that 23 days after the immediate dental implant was placed in ada site 26 in the patient's mouth, the implant achieved low primary stability and no osseointegration in type iii bone. The clinician reported pain in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.